Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3487a, lot# l71309, implanted: 2000 (B)(6); product type lead product ID 3487a-33, lot# l71309, implanted: 2000 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2000 (B)(6); product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 3487a, lot# l71309, implanted: 2000 (B)(6); product type lead product ID 3487a-33, lot# l71309, implanted: 2000 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a shocking or jolting sensation. It was noted, the patient had their system explanted. It was reported, it was unknown if the leads were explanted or not. It was noted, the patient¿s stimulation was shocking them in places it should not have been shocking. It was reported, the patient had pain and a burning sensation at the implant and lead sites. It was noted, the patient¿s healthcare provider thought the lead had moved. It was reported, the shocking had occurred for a little while. It was noted, the patient had an x-ray performed and was told they needed to have back surgery due to inflammation.